Manufacturer narrative:
H10: the customer emailed the reporting that the device had a technical error with speaker. According to the customer, a speaker technical error low a speaker error was detected. The mx40 was removed from service. A philips remote service engineer (rse) called the customer but the call went unanswered. It is unclear if the alarm is audible or not, but it was determined that the alarm can be seen at the piic ix. According to the rse, the device will not be returned. Without a device evaluation, the root cause cannot be determined. The customer received a replacement device through the exchange program. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports a technical error with the speaker. It is unknown if whether the sound was audible or not. The device was in use on a patient. There was no report of patient or user harm.